Event description:
The patch was implanted for a carotid endarterectomy procedure and leaked blood (quantity not reported) throughout its entirety. The patient was still on the table at the time of the report and it was believed, at that time, that the patch, still in the patient and still leaking, may be removed. The patient's condition, at the time of the report, was okay.